Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to contamination on the distal pressure sensor. The contamination prevented the proper operation of the distal pressure sensor by not detecting changes in the movement of the distal pressure sensor stem. The contamination is due to use in the customer environment. This report represents all the info know by the reporter upon query by hospira personnel.